Event description:
A resolute integrity drug eluting stent was implanted in the rca. The lesion had been pre-dilated with 50% stenosis remaining. Approximately 30 minutes post procedure the patient was returned to the cath lab with stemi and stent thrombosis. Angiojet and additional ballooning was performed and integrillen bolus and double drip was administered. The patient is reported to be home and doing well. Cine image review: images were received for the index procedure in which the resolute integrity stent was deployed and also of the follow up procedure in which the stent thrombosis (st) was observed and resolved. Initial images showed an occlusion in the proximal rca - this suggests the possible presence of a thrombus in the vessel. Posts wiring the vessel coronary angiographic images show the presence of a long lesion in the proximal rca. This lesion was pre-dilated and the pre-dilatation balloon appeared to show that the lesion may have been partially resistant to opening, based on the shape of the balloon. This is confirmed as there is still a degree of residual stenosis in the lesion. The resolute integrity stent is delivered and successfully deployed at the lesion site. There is no evidence on the images of stent malposition or non-concentric stent deployment or vessel damage arising from the vessel treatment. Additional images supplied confirm the re-occlusion of the proximal rca due to the presence of an in-stent thrombosis within the resolute integrity stent. This thrombus was treated with additional ballooning. Final angiographic images confirm restoration of flow within the vessel.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure - stent thrombosis, mi 300. Patient or procedural related event as no device issue determined during the investigations. Evaluation: conclusion: inherent risk of procedure - stent thrombosis, (B)(4).